Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level of 50; cause was unknown. Reportedly, the customer had lunch and more carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. In addition, it was reported that the pump time was inaccurate after pump was placed in storage mode for approximately a year. Customer adjusted the time to address the issue. The customer's bg level was 76 mg/dl.